Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell several days prior to (B)(6) 2010. She believed that the catheter had become disconnected; she was "experiencing a reaction". The pump contained baclofen. The pt was hesitant about going to the local emergency room as they are unfamiliar with the pump. The pump was implanted at a facility 9 hours away. The patient was home at the time of the report; she "can barely get out of bed". It was later reported that she was being scheduled for a catheter revision. A f/u report will be sent if add'l info becomes available.